Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain and failed back surgery syndrome. The patient wanted to know about pump malfunctions and if the catheter twists, would the pump alarm. It was reviewed that the pump would not alarm if the catheter twists. If something were to happen to the pump, there's alarms that would notify the patient and health care professional (hcp) that it needs attention. Patient was asked to followup with the hcp if suspecting an issue, patient then stated that she did and was told to go to the emergency room (ER). Patient stated that she had gone into withdrawal since (B)(6) 2016. After a week or so with the pump, patient was able to get off the pain patch, 2 weeks prior to this report date, the patient went to a new doctor who took her off percocet. Patient stated that she had decided to wait due to the withdrawal she was experiencing. Reportedly, the patient had other factors as well (unknown) and she did not know if it was that. Patient stated she was on an antidepressant and decided to go off that and had been told by the pharmacy that she could go into withdrawal from that, so patient had been taking the antidepressant for 2 days now. Patient was also on ativan and the pill was cut in half by the hcp so she was on 1mg/day. Patient stated it had been cut in half again by the doctor. No interventions were mentioned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2016-sep-16 stated the catheter twist was not confirmed; there was no twisted catheter. It was also stated that it was unknown what led to the withdrawal, and that 2 visits to the emergency room resolved the withdrawal issue. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.